Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported mitral stenosis could not be determined. Mitral stenosis is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The serious injury/illness/impairment was results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This report is being filed due to diagnosed mitral valve stenosis patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with degenerative mitral regurgitation (mr) grade 4+, with a posterior leaflet flail. One mitraclip was implanted, reducing the mr to grade 1+. There was no device deficiency. On (B)(6) 2021, a follow-up echocardiogram was performed. The mitral valve area was noted 1.3cm^2 and mitral valve stenosis was diagnosed. Per physician, the event was not serious. There was no additional treatment, no hospitalization, and no additional intervention. There was no device malfunction. No additional information was provided regarding this issue.